Event description:
Pt reported that over the last 2 mos their infusion sets have been coming apart, resulting in the infusion set cannula coming out of their body. Due to this, the pt experienced elevated blood glucose (562 mg/dl). Pt self-treated high blood glucose.